Event description:
Additional information received reported that the patient did not have concerns with the device or therapy. The patient received assistance from the physician or manufacturing representative and their concerns were resolved.

Manufacturer narrative:
Concomitant products: product ID: 37791, product type: recharger. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 377745, lot# v010626, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was not taking a charge like it used to, ¿the battery on it [was] going dead¿. The battery was depleting quicker than last month and they could not get it to recharger at 100%. They were having trouble charging the last quarter of the implant, it was taking 5-6 hours to recharger the ins. The last recharger 6/8 weeks ago. The issue started on (B)(6) 2014. They were not able to get the last quarter to fill solid when charging. There was a report of a broken external antenna. If additional information is received, a follow-up report will be sent.